Event description:
It was reported that the anspach drill assembly (long attachment and bur) did not fully insert into the handpiece. It was tried to insert it backwards via the front of the handpiece and it did not slide through the blue tip of the handpiece. Since this happened during set-up, the patient was not involved at the time.

Manufacturer narrative:
H10: the device, intended for use in treatment, was not returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could not be established. The on-site technician ran a functional inspection and confirmed that the long attachment could not be inserted backwards, indicative of a bent drill guide. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum. The material has been changed to stainless steel to increase durability and reduce deformation in the field.